Manufacturer narrative:
The device was received for evaluation. During functional testing, an the device did not alarm upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken connector on processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that a spectrum pump wasn't alarming upstream alarms during testing. There was no patient involvement. No additional information is available.